Event description:
Customer reported erroneous high platelet counts were intermittently generated for patient samples when using the coulter lh 750 hematology analyzer. The platelet test results were determined to be erroneous when compared to sample results obtained from another instrument. Erroneous test results were not reported out of the laboratory. There was no death, injury or affect to user or patient treatment.

Manufacturer narrative:
On (B)(4) 2014, the field service engineer (fse) evaluated the instrument and replaced the 6 channel preamp pcb (printed circuit board) to correct the problem.

Manufacturer narrative:
On (B)(4) 2014, the 6 channel preamp pcb was replaced. This part was returned for further evaluation. The board was tested at hp and box test levels. The results were pass at both test levels. The complaint could not be duplicated. Cause of the complaint is unknown.